Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the pulse generator exhibited varying right ventricular sensing values when tested via the pacing system analyzer. The pulse generator was no longer used and a new device was implanted. The patient was in stable condition post procedure.